Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was flush with the balloon proximal bond and the advancer tube was engaged to the distal tamp lock. Blood was found on the outside surface of the sealant. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1309210) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the root cause for the reported advancer tube not present could not be conclusively determined and the probable cause for the failure to deploy may have been from incomplete engagement of the advancer tube. However, the root cause of the event could not be conclusively determined.

Event description:
It was reported by the vascular closure specialist that an (B)(6) female pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during deployment of the device, the advancer tube was not present upon unsheathing. A second mynxgrip vascular closure device 6f/7f was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted. The vascular closure specialist reported that when he received the device from the user facility the sealant was found to be partially exposed. The vascular closure specialist went through the steps of the deployment himself to make sure there was an advancer tube. It was also noted that the physician would like to know if it was user error or device error.